Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect product was not returned for evaluation. The lot number was not provided therefore; no device history record could be performed. This complaint will be used to trend for similar complaints. Trend data will be used to monitor complaints and the performance of production processes. Review of the complaint database found no additional related incidents recorded for this lot.

Event description:
The customer reported that during the ablation, the shaft became damaged, and they also noticed leakage. No injury to the patient was reported.